Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) suspected an anomaly on the proximal coil of the right ventricular (rv) lead, but it was not conclusive. Reprogramming options were recommended. No adverse patient effects were reported. This ICD remains in service.